Event description:
It was reported that(1) device was used during a resection. It was reported by the affiliate that the et45b instrument did not cut. Another instrument was used to complete the case. There was no consequence to the pt.